Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in intensive care unit and were hospitalized for high blood glucose, diabetic keto acidosis on (B)(6) 2020 to (B)(6) 2020 with blood glucose level was 1100 mg/dl. Customer was treated with intravenous insulin, manual injection. Customer stated insulin pump had insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).